Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2015 and low vault was noted. The lens was exchanged for a longer length lens and this resolved the problem. The patient's last ucva was 20/25.

Manufacturer narrative:
This product is manufactured in switzerland and is not marketed in the u.s. (B)(4): device evaluated by manufacturer? No - lens remains implanted. Conclusions - (no conclusion can be drawn): based on the complaint information, a specific root cause of the event could not be determined. (B)(4).